Manufacturer narrative:
References the main component of the device system; the other relevant components include:: product ID 8782, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2017, product type: catheter. Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2017, product type: catheter. Device code (B)(4) no longer applies.

Event description:
Additional information received from the consumer reported since the procedure in (B)(6) 2016, she had a cerebrospinal fluid (csf) leak. The patient reported she had symptoms of spinal headache. The patient stated she had blood patches done, but ultimately was referred to a neurosurgeon. The patient stated that the doctor tried to repair the catheter again, but ultimately ended up replacing the entire catheter because she continued to have a pseudomeningocele. The patient reported the surgeries to correct the csf leak with the neurosurgeon occurred on (B)(6) 2017. Also, the neurosurgeon explained that her body had ¿crimped and contorted¿ the existing catheter. No further patient complications were reported.

Manufacturer narrative:
Other applicable components are: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter .

Event description:
Information was received from a health care professional regarding a patient who was receiving hydromorphone (concentration 10 mg/ml, dose 2.552 mg/day) via an implantable pump for non-malignant pain and reflex sympathetic dystrophy (rsd)/causalgia-compled regional pain syndrome. The patient had been having swelling at the lumbar catheter site (?seroma) since (B)(6) 2017. On this report date, the physician did a catheter access port (B)(6) study and it was inconclusive. The managing doctor was going to take the patient in for a possible catheter revision.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider (hcp). It was reported that they reused the proximal catheter. The patient weighed (B)(6). The cause of the catheter being "crimped and contorted" was not determined. The cather was not going to be returned.